Manufacturer narrative:
Additional information b5: clarification was received stating that there were "no issues connecting" to the amia automated peritoneal dialysis (apd) cassette (as previously reported). Therefore, there is no longer an allegation against the amia apd cassette regarding a connection issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia apd cassette had a connection issue. This was described as ¿the cassette cannot be used due to defective tubes and difficult to connect¿. This occurred during setup of the device for automated peritoneal dialysis (apd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.